Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this 58y/o female patient presented aseptic loosening and osteolysis s/p right total knee arthroplasty with an exactech prosthesis. The patient was screened pre-operatively for infection. Based on clinical history, exam, and laboratory data, there was no concern for infection. Patient had a revision right total knee arthroplasty, femur, tibia, and polyethylene. Revised to stryker components. Devices will not be returning.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and limited clinical information was available at the time of evaluation. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.